Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Log review only, no devices received. Method: log review performed. Results: programming error. The customer's report of a patient receiving an hour of extra fluid was not confirmed. The customer requested a log review with minimal information provided. According to the events log, tpn (greater than 50kg therapy type) was programmed to infuse as a primary infusion at a rate of 67ml/hr. After the primary infusion completed, the primary infusion rate was then programmed at a rate of 133ml/hr. At the same time, a secondary infusion of an unknown drug was also programmed to infuse at the same rate of 133ml/hr. Once the secondary infusion completed, the primary infusion continued at the previously programmed rate of 133ml/hr. The primary infusion continued for approximately eighty minutes until the user reprogrammed the primary rate to the initial rate of 67ml/hr. The pump module and pc unit were powered off approximately forty minutes later. The customer's stated tpn infusion rate of 114ml/hr was not found anywhere in the logs provided. The probable root cause of the customer's report was determined to be a user related programming error. The root cause of the programming error was not definitively determined.

Event description:
Customer requested a log review for an over infusion of tpn. Details of event are as follows: IV pump failed. IV pump was reset to original set up amount after the set up amount was done. Patient received an hour of extra fluid. Patient condition stable. IV pump replaced. Tpn was to infuse at 114ml/hr. Concentration and programming was not provided although requested. Customer states that no further patient or event information is available. Customer also states that product will not be returned although sequestered and requested log review before sending pumps in for investigation. There was no patient harm reported and no medical intervention was required.